Manufacturer narrative:
The patient¿s age was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the vad coordinator tried to establish communication between the patient¿s cardiac resynchronization therapy (crt) device and the programmer without success. The patient¿s left arm was extended over the patient's head, and a metal bowl was placed on the patient's body in the area of the lvad system. The communication between the crt device and the programmer was still without success. The cardiologist tried to establish communication between the implantable cardioverter-defibrillator (ICD) and the programmer. After this, it was possible to establish the communication. The lvad was working as expected the entire time. There were no reported adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The cause of the reported event could not be determined through this evaluation. The heartmate 3 lvas instructions for use explains that the heartmate 3 pump may cause interference with implantable cardiac defibrillators (ICD) and if electromagnetic interference occurs, it may lead to inappropriate implantable cardiac defibrillator therapy. The occurrence of electromagnetic interference with implantable cardiac defibrillator sensing may require adjustment of device sensitivity and/or repositioning the driveline. The instructions for use also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the implantable cardiac defibrillator or implantable pacemaker device with one that is not prone to programming interference. The patient remains ongoing on vad support and no further events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.